Event description:
Customer, is a nurse in the (B)(6) dermatology unit. States that the patient had a skin allergy testing and micropore tan tape was applied and left in place for 24 hours. Alleges that when the tape was removed, the patient had developed redness and severe itching under the entire length of the strips of micropore tape. Patient was prescribed a topical steroid, dexamethasone cream 0.25% to relieve the symptoms. Nurse stated that gauze covered the tests sites and there was no irritation under the gauze. Denies the use of any skin preps under the strips of tape. States that the patient is allergic to latex. However, the product is latex-free.

Manufacturer narrative:
Method - (testing not performed). Results - (product not returned). Conclusions - (no evaluation will be performed). Common tape application technique: always apply tape to skin that is dry, clean and free from soaps, chemicals and oils. If needed apply a skin protector and allow it to dry before using tape. Avoid using tincture of benzoin, as it can be a skin irritant. Apply tape without tension and smooth from the center out. Allow at least 1" of tape around dressing edges. Do not secure one end of the tape and apply tension while securing the other end of the tape. This may induce skin trauma in blistering or skin tearing. Maximize adhesion by firmly pressing or rubbing the tape into place on skin, tubing or appliances. Common tape removal technique: loosen all ends of the tape strips, or edges of dressings. Grasp the full width of the tape and slowly and gently pull the tape back over itself toward the wound to minimize disruption of healing tissue. Tape should be removed in the direction of hair growth whenever possible, if this will not disturb the wound area. Keep the tape close to the skin surface as you pull it back, and support the skin immediately adjacent to the strip being removed. Please note that this is a different catalog than the recall, indicated below. The recall is related to micropore 2110898-1/25/010-001-r.